Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user is not hearing optimally. The audiologist gave it time to get used to the sound, but it's much softer than a passive bone conduction device. The user does not want surgery.